Event description:
It was reported the inner sheath ceramic tip broke. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The reported event, a broken ceramic tip, was caused by a fracture problem. Based on the results of the investigation, the cause of the fracture problem could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.